Event description:
The customer reported that the system exhibited a complete loss of motorized motions. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rui (remote user interface) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.